Event description:
According the reporter, suture is tearing and fraying and involves multiple lot #s. No further details provided.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of devices. The visual inspection of the returned products noted eight sutures in a retainer. Each suture was detached from a needle; the needles were not returned. All eight sutures were observed under magnification and they were found to not be frayed and/or broken. The retainers were inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a roux-en-y. As the suture was being tied to the stomach and bowel, it frayed, torn and ripped. This happened with multiple sutures. No patient injury. Surgical time was extended 30 minutes or more but the delay did not affect the patient in any way. To resolve the issue, more suture was opened. Relevant medical history: morbid obesity.